Manufacturer narrative:
This lead was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this lead performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received an inappropriate shock while exercising due to t-wave oversensing (twos) of the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the rv lead was inactivated and a new atrial lead was implanted. No patient c omplications have been reported as a result of this event.